Event description:
There was an infiltration in the subcutaneous tissue in the neck. However, pt did not sustain any adverse effect. Info provided to co states this incident may be the result of resident error.